Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint file is being closed at this time without an evaluation from the service center. There is no risk in taking this approach to closing the complaint, and there was no impact to the patient as a result of this event. The device is an older model which has been deemed low priority at the service center as customers are requesting the newer fms vue generator. A review of the complaint data for this product family revealed that the overall complaint rate was below the expected rate during the month this complaint was reported. In addition, a review of the depuy synthes mitek complaints database revealed two dissimilar complaints associated with the serial number for this device. The most likely root cause for this failure mode is broken components, based on similar failures reported in the past. There is no record or evidence of this failure previously being related to issues with product design. No corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If the device in question is evaluated and repaired, this file will be reopened, and its contents updated to reflect the results of the evaluation. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that on the customer¿s fms duo plus pump & shaver combo, the suction is poor on the fms duo. It was noted during a shoulder procedure and the procedure was completed with a like device with no patient consequences reported and a 5 minute delay. The device will be returned.